Event description:
Some sort of allergic reaction -eye irritation/discomfort pain/redness- used bausch & lomb renu no rub multiplus multi-purpose solution for cleaning, disinfecting, and storing 02 optix contact lenses. Upon removal of contact lenses, eyes gradually return to normal. I have experienced this symptoms since several months ago which forced me not to wear the contacts on a daily basis. I didn't think it was the solution until my wife expressed the same problem when she tried using the no rub. She threw away the affected pair. With a new pair, she cleaned/stored in regular saline solution . . . No problem. I tried cleaning and storing the affected contact lenses over night in regular saline solution to remove the b & l no rub but this did not help; actually the eye discomforter was so bad -and red- I had to return home to remove the contacts and file this report. Prior to using the b&l no rub we had cleaned, disinfected, and stored our 02 optix contact lenses in ciba clear care . . . No problem. The product is in a 12 fl oz bottle, 2007-08 / gh5104/ 6487506 inscribed on the bottle.